Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, doctor did an independent medical exam (ime) on a patient who had coloplast mesh used to tie the top of the vagina to the sacrum. Now 2.5 years later she had recurrent prolapse. At surgery the mesh was found to have separated about 1-2 cm below its attachment to the sacrum. The old mesh was removed and a new piece inserted and she is now symptom free.